Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to a faulty force sensor resistor. The device was unable to perform occlusion, prime, and the excessive no delivery test due to a motor error alarm. All operating currents were normal. No unexpected low battery or off no power alarm noted. The device was programed to alarm low reservoir and the pump functioned properly. No unexpected low reservoir alarm noted during testing. The device was received without the original belt clip, however the belt clip slot was broken. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 343 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.